Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The cutting wire of the subject device was broken. The broken section of the cutting wire was melted and burned. As a measurement result of the outer diameter of the cutting wire, there was no abnormality. No other abnormalities were confirmed except the breakage of the cutting wire. The manufacturing record was reviewed and found no irregularities. Based on the confirmation results and the investigation results in the past, a likely cause of the cutting wire breakage might be the following. The device was not protruded enough from the endoscope until the rear end of the cutting wire was in the field of view. Due to the situation of ¿1¿ description, the cutting wire and the endoscope were being close to each other. The output was activated in state of ¿2¿ description. This might have led to an electrical discharge between the cutting wire and the distal end of the endoscope. An electrical discharge possibly occurred, and the cutting wire became hot instantly. That have caused the cutting wire to break. The above device handling has warned in the instruction manual.

Event description:
During an endoscopic sphincterotomy (est), the subject device was used. In the procedure, the cutting wire of the subject device broke while activating output. The intended procedure was completed with another device. There was no patient injury reported.